Event description:
Statement of (B)(6), rrt. Rt (respiratory therapist), ICU (intensive care unit) nurse and transport person left ICU around 1405 to transport pt to MRI for a brain scan. We arrived around 1415 and pt was set up on MRI vent and IV. Pt was transferred over to MRI table and the MRI vent was positioned behind the red line and locked in place. The MRI tech then asked rt to disconnect circuit to place device over patient's head, rt did so in less than five seconds. All parties proceed to leave MRI room but had to return because patient was coughing and moving around, nurse then maxed out patient's sedation but the pt continued to cough and move. MRI tech then went and got suction tubing from another department and patient was suctioned. All parties again left the MRI room. The MRI tech noticed something else and got up and went back in MRI room with the patient. Rt then heard the vent going off and went into the MRI room with the MRI tech. Rt found the vent saying apnea in red with some weird graphics, MRI tech asked did she need to pull patient out of machine and rt quickly responded yes pull him out. Then wo hoard a loud bang that startled us. We paused for a second to figure out what happened not realizing at first what happened. Rt yelled for the ambu bag and went over to the other side of the bed to bag the patient then realizing the core of the vent was stuck to the MRI machine. The patient was promptly loaded onto the transport bod and took out of the MRI room and rt assessed the patient's work of breathing and o2 sat(oxygen saturation) at this time both were stable. The patient was transported back to ICU arriving around 1450. Patient was placed back on vent at this time.